Event description:
Customer reported one sars-cov-2 tma run, wl 003253-20210513-03, using assay lot 290566 on panther fusion instrument sn (B)(4) which had 10 discrepant samples. The samples in question were low positives (rlus <1000) and did not repeat when retested on a non-hologic platform. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no reagent preparation or hardware issues that would lead to questioning results; ts indicated results from a separate platform could not be compared. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings, noting that low positives may be low-titer or mishandled. Ts relayed pas review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4), aptima sars-cov-2 (eua(B)(4), and aptima sars-cov-2/flu (eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.